Event description:
A customer contacted beckman coulter inc. (Bec) stating that they were getting vacuum reservoir full errors and there was water fluid leaking into the sample carousel of their image immunochemistry system. The customer was wearing personal protective equipment consisting of gloves and a lab coat at the time of the incident. No injury or exposure was reported and no erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) went on-site the day of the event and examined the system. Fse found two occluded rinse filters and replaced them which resolved the issue. Service activity performed was verified to meet specified requirements per established procedures. (B)(4).